Event description:
It was reported that since the winter months the patient had been having increased static electricity. Whenever the patient touched things such as the garage door he felt a shocking sensation. The patient just had his device turned off and he continued to feel static electricity. The reporter indicated that the patient's device automatically turned itself on when the patient was near any sensing equipment such as a faucet or paper towel that contained a sensor. It was unclear if the patient was near those devices when that happened. If additional information is received, a follow-up report will be sent.

Event description:
It was noted that when they patient got near certain devices, the devices such as towel dispensers and automatic sinks turned on by themselves.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp), reported that the cause of the event was ¿pain¿. It was also reported that impedances of >1000 were seen. An x-ray was taken on (B)(6) 2013 (no results reported). On (B)(6) 2013, reprogramming was performed with good results. No hospitalization was required for the event. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient¿s battery was replaced. The patient had good coverage, but multiple impedance values were out of range. The out of range impedance values were on electrodes 2, 6, 8, 9, and 13 and persisted with the new battery. The physician elected not to replace the lead. The patient was not using any of the contacts that were out of range. There were no environmental/external/patient factors reported that may have led or contributed to the issue. Chronic pain was noted as patient medical history. Refer to manufacturer report # 3004209178-2017-03988 for the report of the impedance issue with the patient¿s new ins.